Event description:
(B)(6) woman who 1 year ago underwent bilateral breast augmentation and placement of submuscular placement of textured gel implants. She developed a right breast capsular contracture with upper pole firmness and distortion of the pocket. Presents now for removal of both implants, capsulectomy and replacement of implants. Also, desires larger implants.